Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), vulvovaginal pain ("vaginal pain"), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), fatigue ("tiredness"), headache ("headaches"), alopecia ("hair loss"), cyst ("cysts") and polyp ("polyps"). The patient was treated with surgery (essure removal via hysterectomy and bilateral laparoscopic salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vulvovaginal pain, genital haemorrhage, swelling, hypersensitivity, fatigue, headache, alopecia, cyst and polyp outcome was unknown. The reporter considered alopecia, cyst, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, polyp, swelling and vulvovaginal pain to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), vulvovaginal pain ("vaginal pain"), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), fatigue ("tiredness"), headache ("headaches"), alopecia ("hair loss"), cyst ("cysts") and polyp ("polyps"). The patient was treated with surgery (essure removal via hysterectomy and bilateral laparoscopic salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vulvovaginal pain, genital haemorrhage, swelling, hypersensitivity, fatigue, headache, alopecia, cyst and polyp outcome was unknown. The reporter considered alopecia, cyst, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, polyp, swelling and vulvovaginal pain to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Most recent follow-up information incorporated above includes: on 5-may-2021: the case will be deleted from bayer pv database. Nullification reason: the case was identified as a follow-up and all the information was transfer to the case (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.